Event description:
The customer reported that the insulin pump did not alarm no delivery when the cannula was bent. Reviewed the alarm history and found no delivery alarms. Troubleshooting was declined and the customer inquired about a leather insulin pump case. Attempted to contact the customer to perform the high pressure test without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.